Event description:
It was reported that the acl top 750 las analyzer incorrectly read a patient sample bar code on (B)(6) 2022. The operator was reviewing outstanding requests on the lis and no results were present for sample number (B)(6) on lis. The operator removed the physical tube and viewed the barcode label, the sample that had read as (B)(6) on the acl top sample list was actually eye-readable as (B)(6). On checking the general log for the period on time involved, there was no non-identified sample error recorded during this time. Sample ID (B)(6) had no demographic uploaded to acl top from hemohub. The operator reprinted the bar codes for each sample number and loaded on the acl top. Both sample barcodes read correctly. No patient impact.

Manufacturer narrative:
Based on the customer reported incident, instrumentation laboratory company conducted an investigation that included a review of their acl top 750 las instrument data backup. This investigation was unable to establish a definitive cause of the reported mis-read patient sample bar codes. Further, the customer confirmed that all reagent barcodes, sample rack barcodes and reagent rack barcodes were scanning correctly and that upon re-printing of the mis-read patient barcodes, the patient barcodes were read correctly by the acl top 750 las. There was no patient impact as a result of the alleged mis-read patient sample bar codes. Accordingly, a risk assessment determined that no remedial action is indicated.